Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with screws using a cementing sleeve for a voyager fns op. It was reported that during cementing, cement leaked on both sides in the area of the tulip screws. Screwing with the cementing sleeve also proved to be difficult. The cement leak occurred inside the patient. There were no patient symptoms or complications as a result of the event. The pre-op diagnosis was fracture and the levels implanted were 3. There was no treatment or additional surgery performed as a result of this event. There was a delay of 77 minutes in the overall procedure time. The patient achieved solid fusion. The product was implanted on (B)(6) 2021 and remains in service. No further complications were reported/ anticipated.